Event description:
Customer reported receiving high readings from their freestyle blood glucose monitor. In blood glucose tests, customer received readings of 400+ mg/dl and 103 mg/dl within 10 minutes. About 2 hours later a test was performed at the customer's doctor's office wtih a result of 132 mg/dl. No treatment to the customer was provided. There was no report of death, serious injury or mistreatment associated with this event.